Event description:
It was reported that the stent did not fully expand. A 6x100x75 innova self-expanding stent was selected for use in a percutaneous transluminal angioplasty and stenting procedure in the superficial femoral artery (sfa). An antegrade approach was used to access the 80% stenosed target lesion that was located in 30% calcified and mildly tortuous anatomy. During the procedure, the stent did not fully expand in the lesion. Another shorter stent was placed to treat the lesion. No patient complications were reported.